Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon ruptured. The lesion was located in the iliac artery. Lesion details are unknown. The ultra thin sds 7x4mm balloon was advanced to the lesion and inflated to 3-4atm and ruptured. The balloon "suddenly tore away during inflation." The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
(B) (6). (B) (4). (B) (4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon ruptured. The lesion was located in the iliac artery. Lesion details are unknown. The ultra thin sds 7x4mm balloon was advanced to the lesion and inflated to 3-4atm and ruptured. The balloon "suddenly tore away during inflation." The procedure outcome is unknown. No patient injuries or complications were reported. The patient status is reported as "stable."

Manufacturer narrative:
Device evaluation by manufacturer: a visual and tactile examination revealed no damage was noted to the shaft of the device. Microscopic examination of the balloon found a complete circumferential tear had occurred in the balloon material. The tear was located 10mm proximal to the tip of the device. It did not appear that any part of the balloon was missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).